Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility, the irrigation was not working. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure with this event, there was no patient involvement and no delay to a surgical procedure.